Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue. No report of patient involvement. Unique identifier:(B)(4). Legal manufacturer: hcs madison - (B)(4).

Event description:
It was reported that there was a malfunction resulting in failure to switch to battery when ac power was lost. There was no patient involvement.